Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer blood glucose was 51 mg/dl at the time of event. Customer was treated with food for low blood glucose. It was unknown whether the customer was using auto mode feature or not. No further complications were reported. There was loss of communication for insulin pump and transmitter. The customer also reported battery issue on transmitter. Troubleshooting was performed. The customer will discontinue the use of device. The insulin pump will not be returned for the analysis.